Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was found to be programmed to settings indicative of an interrupted system diagnostic test on (B)(6) 2013. Another interrupted diagnostic test occurred that day which caused an unintended change in device settings. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.